Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior showed no signs of physical damage. When turning on the cycler, the display screen was dark. Troubleshooting of the cycler and an internal inspection of the unit showed that, on the front panel assembly, the inductor coil on the inverter board was burn, damaged as the laminate insulation had melted, became discolored (black) due to the coil wirings overheating. After replacing the damaged inverter board, the display was normally bright. After replacing the damaged inverter board, a simulated treatment was performed and completed without failures. There were no unusual odors observed during testing. The voltage check passed. There were no other discrepancies encountered in the internal inspection of the cycler. A device history review was conducted on 3/12/2018.

Event description:
A peritoneal dialysis nurse reported that while the patient was connected to the cycler, the screen went blank and the cycler emitted a burning smell. The treatment was cancelled and a reset was attempted, however, the burning smell got stronger. It was noted that the keys on the cycler lit up, but not the screen. Investigatory findings on (B)(6) 2018 stated that: "the inductor coil on the inverter board was burned, damaged as the laminate insulation had melted, became discolored (black) due to the coil wirings overheating."